Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1:initial reporter facility name - (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris extension set was occluded. The following information was received by the initial reporter with the verbatim: item description: tube IV ext w/ filter 1.2 mi. Lawson# (B)(4). Mfg# 20129e. Lot#(10)23109126 qty: (B)(4). Description of problem: lipids were paused for 30 min for med incompatibility. After 30 min lipids restarted and alarmed off occluded. Filter changed and lipids infusing easily.

Manufacturer narrative:
It was reported by customer that lipids were paused for 30 min for med incompatibility. After 30 min lipids restarted and alarmed off occluded. Filter changed and lipids infusing easily. No product or photo was returned by the customer. The customer complaint of flow issue - accuracy could not be verified due to the product not being returned for failure investigation. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 20129e lot number 23109126 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 20129e. Batch#: (10)23109126. It was reported by customer that lipids were paused for 30 min for med incompatibility. After 30 min lipids restarted and alarmed off occluded. Filter changed and lipids infusing easily. Verbatim: rcc received a complaint via email. Email(s) attached. Item description: tube IV ext w/ filter 1.2 mi lawson# (B)(4) mfg# 20129e lot#(10)23109126 qty:(B)(4) po #(B)(4). Description of problem: lipids were paused for 30 min for med incompatibility. After 30 min lipids restarted and alarmed off occluded. Filter changed and lipids infusing easily. Customer account #(B)(4). Please initiate the return and credit. Also make sure to use our choc report number for all communication.